Event description:
Additional event description: the physician was successful in retrieving the wire with a snare.

Manufacturer narrative:
H2: it appears that the balloon catheter will not be returned, so no returned product analysis will be available. Additional info. H3: product analysis revealed a separation of the wire tip. The separation appeared to be due to torsional forces placed on the wire tip. The exact cause of the wire tip damage and separation could not be determined.